Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the image of the subject device was disappeared randomly. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc judged that the reported phenomenon was attributed to the user. Omsc judged the subject device is used without any problems at this time, because the subject device was not returned from the facility. Omsc surmised that this phenomenon was attributed to the user connected the electric contact point of the scope or scope status without sufficiently drying, or when there were foreign material (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.). Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.